Manufacturer narrative:
The hcg+b reagent lot number was 868696. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 411 analyzer. The sample initially resulted in an hcg+b value of 0.332 miu/ml. The pathologist requested a repeat of the sample. The sample was repeated on (B)(6) 2026, resulting in a value of 3534 miu/ml with a data flag.